Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The part was returned to the manufacturer for investigation: it was determined a defective u1 on the airflow sensor pcba created the airflow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test (pvt test 5) at the zero value. There was no patient involvement.